Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 195 mg/dl. The customer's expected fasting blood glucose test result range is 98 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is approximately 10 -12 days. The meter memory was reviewed for previous test result history : (B)(6). Customer test 3 times a day. Customer has not made change in diet or exercise.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 195 mg/dl. The customer's expected fasting blood glucose test result range is 98 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is approximately 10 -12 days. The meter memory was reviewed for previous test result history: (B)(6). Customer test 3 times a day. Customer has not made change in diet or exercise.